Event description:
(B)(4). Event occurred in the (B)(6). The patient's mother reported that the infusion set's tubing broke from where it was attached to the connector and this happened with six infusion sets. The site location was patient's thigh and the pump was in the trouser pocket. The infusion had been in use for two days. She was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.